Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the arm. The system was tested and verified as ready for use. The complaint regarding the arm moving unintentionally was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable error and the arm moved unintentionally. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that this issue occurred during the procedure and ports were placed in the patient with the instruments inside the patient. The customer clarified that the arm appeared to lift upwards and the image on the screen flipped, which meant the instrument movement was reversed. The customer confirmed that the system was checked during the usual morning checks (i.e., diathermy check, visual inspection of cables etc.) And there was nothing out of the ordinary. When the customer initially powered on the system, they had a recoverable fault, but it was a user error due to the appropriate cable not being connected. The initial recoverable fault was fixed by connecting the cable and pressing the recover fault button. The further faults with the arms were resolved by replacing the instruments.